Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set separated from the main body of the twist clamp and the female connector of the transfer set would not disconnect from the unspecified patient line connector (non-baxter product). This was described by the customer as ¿the transfer set cycler juncture not releasing from patient line connector. Exposure of opposite end of male luer lock connector (female connector) during post treatment disconnection. The patient admits using pliers to disconnect.¿ this occurred while the patient was disconnecting at the end of a peritoneal dialysis therapy session. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the dark blue female connector was separated from the main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.